Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for a procedure. During fluoroscopic inspection, the team observed that the stent was asymmetrical, which made it impossible to deploy the prosthesis. A new valve was chosen and completed the procedure. There were no consequences for the patient. The patient was reported stable.

Manufacturer narrative:
It was reported that during fluoroscopic inspection the stent was observed asymmetrical making it impossible to deploy the prosthesis. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the limited information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.